Event description:
It was reported the patient experienced severe pain two days after the procedure to implant the superion indirect decompression spacer. X-rays taken in the field revealed an l5 spinous process fracture. The physician assessed that the difficulty experienced placing the spacer coupled with shallow placement during the original implant procedure may have contributed to the reported event. The patient underwent a procedure where the spacer was removed and did well postoperatively.

Manufacturer narrative:
Analysis of the returned superion indirect decompression spacer revealed a severe abrasion on the mating surface of the actuator, and the left wing of the inferior cam lobe had severe scrapes. However, the spacer passed all functional tests, and engineers assessed the damage to the device was likely to have occurred during the explant procedure. A review of the instructions for use (IFU) revealed pain and discomfort associated with the operative site or presence of implants, as well as spinous process fracture are known risks associated with the use of the device.

Event description:
It was reported the patient experienced severe pain two days after the procedure to implant the superion indirect decompression spacer. X-rays taken in the field revealed an l5 spinous process fracture. The physician assessed that the difficulty experienced placing the spacer coupled with shallow placement during the original implant procedure may have contributed to the reported event. The patient underwent a procedure where the spacer was removed and did well postoperatively.